Event description:
I purchased (B)(6) brand extreme sport extra large bandages on tuesday, (B)(6). I have not had any problems with this brand before. On thursday morning, (B)(6), I applied the bandage so bad, that I needed to remove the bandage. Today, the skin is burned in the outline of the bandage, and it has blistered and is oozing fluid. Since it is worse than yesterday, I will go to my doctor to have it looked at. The barcode number is (B)(4); a lot number of 0365a, with an expiration date of (B)(6) 2017. (B)(6) pharmacy brand.